Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (10 mg/ml at 5 mg/day) and clonidine (900 mcg/ml at 449.97 mcg/day) via an implanted pump. The indication for pump use was spinal pain. The hcp reported that the patient had a refill done today and she was in the ER (emergency room) now due to overdose symptoms of hypoxia, pinpoint pupils, and an altered mental status and they wanted the pump turned off. The hcp was given the contact information for the national answering service to have a local company representative paged to their location to assist them. Additional information was received later the same date from the patient¿s pump managing hcp via a company representative who reported that the patient had slight respiratory depression, was feeling sick, and was out of it. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The diagnostics/troubleshooting performed included pump interrogation and the pump managing hcp confirmed no pocket fill with ultrasound. The providers in the ER did not want to check the reservoir. No additional actions/interventions were noted to have been taken, no surgical intervention occurred, and none was planned. It was unknown if the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.